Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the ent surgeon contacted med-el stating that the electrode array had extruded at the mastoidectomy site, therefore, it was necessary to explant the device.